Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified in the pump logs; however, no failure was identified; additionally, a different issue was identified (alert 4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported intermittently that the pump reset unexpectedly. Customer's blood glucose level was 180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.